Event description:
On (B)(6) 2019, c-view software was incorrectly installed on the silenia dimensions mammography unit at the (B)(6) clinic, by the hologic field engineer. The automatic exposure control (aec) of the c-view modalities (tomohd and combohd) were calibrated incorrectly, leading to a significantly higher mas (radiation dose). This error led to 33 pts with increased mas (radiation exposure). This was not detected by the hologic qc software and procedures. Immediately after this problem was noted, the unit was taken off service. Repairs of the unit were scheduled and completed august 20, 2019. The physicist performed tests and cleared the unit for operation august 22, 2019. The (B)(4) mammography consultant reviewed anonymized affected images and deemed that the image quality was acceptable for interpretation. The (B)(4) physics consultant deemed that "the larger than intended radiation doses to the pts will not cause any noticeable tissue effects in the near future and are very unlikely to have harmed the pts." This incident was also reported to the facility quality mgmt and facility issue brief submitted. FDA safety report ID# (B)(4).